Event description:
It was reported that stent thrombosis and patient death occurred. A 2.75 x 20mm synergy ii drug eluting stent was implanted for treatment during a percutaneous coronary intervention (pci) procedure. Post procedure, the patient status was fine and the stent results within the vessel did not note any abnormalities. Four days post percutaneous coronary intervention, the patient died suddenly at home. Post-mortem showed that there was thrombus in the stent. Cause of death was cardiac rupture.

Manufacturer narrative:
Date of event: event date was not provided at the time of reporting. The first date of the month of the aware date was selected.